Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 325cc gel breast prostheses developed capsular contracture in both of her breasts post implantation (baker grade IV in left breast, baker grade ii in right breast). Bilateral capsular contracture was diagnosed by a healthcare professional. As a result, the patient is scheduled to undergo bilateral explantation in (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 13-jun-2022, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01-aug-2022, mentor received additional information about the event. An updated explantation date of (B)(6) 2022 was reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-jul-2022, mentor received additional information about the event. The patient¿s removed breast prostheses were replaced with a mentor memorygel breast implant 430cc gel breast prosthesis and a mentor memorygel breast implant 400cc gel breast prosthesis. Manufacturer¿s reference number: (B)(4).